Manufacturer narrative:
As the original bulk non-sterile contract manufacturer, intromed has no direct contact with the end user. Excluding specific information related to the original manufacture, contact, location, lot and code, the information included in this MDR was provided by the intromed customer (angiodynamics).

Event description:
As reported to intromed by the customer (angiodynamics) on 09/19/2016: the intromed customer received the following we received a customer complaint stating that "micro puncture sheath broke off into the patient". Notes and comments: per phone call from sales rep, the sheath broke off in an occluded graft in the patient. The physician left it in place as it was not considered to be a risk of migration.